Manufacturer narrative:
Qc was within specifications prior to and after the event. No errors were posted to the event log near the time of this event. The issue is isolated to this sample. The specimen type was plasma, collected in a bd, lithium heparin gel tube. Initially the sample was centrifuged at 2,800 rpm for 10 minutes. Following the elevated results, the specimen was aliquoted and re-centrifuged at 5,000 rpm for 5 minutes. Initial testing was done from the primary tube. Per customer statement, the sample did not have good separation and a blood gel mixture in the tube was observed. A field service engineer (fse) was not dispatched in relation to this event. Pre-analytical factors may have contributed to this event. However, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter, inc (bci) regarding erroneously high troponin (accu tni) results generated by the unicel dxi 800 access (immunoassay system. A pt sample was tested for accu tni and a result of 6.01ng/ml was obtained initially and 3.67ng/ml upon a reflex test. The original sample was re-tested twice and results were: 18.16ng/ml and 2.92ng/ml respectively. The sample was re-centrifuged and then tested on a different instrument in the customer's lab for accu tni and results were: 0.14ng/ml and two results of 0.16ng/ml. The re-centrifuged sample was also tested on the unicel dxi instrument and three (3) results of 0.14ng/ml were obtained. Erroneous results were not reported out of the lab. No report of death, injury, or change to pt treatment has been reported to bci regarding this event.